Manufacturer narrative:
A lamp was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The lamp was installed into a calibrated system for functional testing. The lamp was found to meet specifications. The sample was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing low illumination with both ports. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 30, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming lamp. However, how or when the lamp became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).